Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hypoglycemia and the insulin pump over delivery the insulin. It was reported that the customer had low blood glucose levels of 2.3 mmol/l. It was reported that the customer treated with food. Troubleshooting was not performed for low blood glucose levels . Product is not expected to return.